Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. It was reported that the patient was hospitalized due to the event. The patient was treated with unspecified antibiotics (no further details reported) for the event. At the time of this report, the patient was "doing better now" and catheter was removed and pd treatment was stopped at home. The patient was now transferred to hemodialysis (3 days a week) in the hospital. No additional information is available.